Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.

Event description:
It was reported that two screws broke post-operatively. Immediate post-op films showed the plate was well positioned, the cam was locked and screws placed well. Six week post-op x-rays were good as well. Twelve week post-op x-rays showed the cam had rotated open and the two bottom screws were broken.